Manufacturer narrative:
Batch review performed on 11 march 2020: lot 110639: (B)(4) items manufactured and released on 28-mar-2011. Expiration date: 2016-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 11 march 2020: gmk-primary 02.07.1205r tibial tray fixed cemented size 5 r ((B)(4)) lot 112938: (B)(4) items manufactured and released on 29-nov-2011. Expiration date: 2016-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by medacta knee r&d manager. Revision surgery after 8 years from primary for suspected loosening of the femoral and the tibial component. Looking at the picture of the explanted components, no residual cement can be seen on the distal surface of the tibia tray and the internal surface of the femoral component. This is common findings on explanted components even if the cause for revision is not loosening. So, absence of cement on explanted components is not an evidence of a faulty device. Many other factors (such as bone quality reduction, osteolysis, traumatic event), could had played a role during time in reducing performances of interdigitation between implant and cement on both tibial and femoral side. No other aspects relevant for the event can be noted on explanted components.

Event description:
The patient came in, 8 years after primary surgery, for a post-op appointment, and the surgeon determined that the patient's bone scan showed loose implants. During the revision surgery, the surgeon observed that the cement did not bond to any of the implants. The surgeon revised all implants and the surgery was completed successfully.